Event description:
It was reported that customer experienced cgm error 42 multiple times. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed that error did not recur, and successfully started sensor session, with no additional actions reported.